Event description:
It was reported in a literature article that the patient underwent a stent assisted coil embolization procedure. During a catheter exchange maneuver, the guidewire became trapped. Attempts to withdraw were unsuccessful. Left vertebral angiography showed that distal flow was maintained; however, the tip of the trapped guidewire was external to the vascular lumen. The decision was made to leave the guidewire in the patient, cutting it below skin level at the right groin exit. Immediate post-procedural computated tomography (CT) showed no intracranial hemorrhage and the patient was discharged three days later. Post procedure, the patient complained of right thigh pain. Radiographs demonstrated that the guidewire had fractured in two places and the proximal fragment migrated into the thigh muscle. The proximal fragment was removed via surgical incision. The distal segment remained trapped and was not affected.

Manufacturer narrative:
Event date: the exact date of the event is unknown as it was not reported in the literature article. The subject device is not available; therefore, analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. However, pain is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the reported patient pain. Review and analysis of the available information fails to indicate a definitive cause of the broken/fractured guidewire and the unretrieved device fragments.